Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg and leads were replaced. No device malfunction was suspected. The stimulation increase patient's urge to urinate or defecate was resolved by itself. The physician did not suspect it was device or procedure related. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not functioning. It was also reported that the patient's stimulation increases the urge to urinate or defecate. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2108-50m, serial#: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient's ipg was not functioning. It was also reported that the patient's stimulation increases the urge to urinate or defecate. The patient will undergo a revision procedure.